Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025 without complications. The physician reported later that the cervical collar was found upon examination inside the patient´s vagina on (B)(6) 2025. No harm to the patient reported. No other information available.